Manufacturer narrative:
Medical device problem code: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, the band did not release when the handle was rotated. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.